Event description:
It was reported that the reservoir appeared to have a bent needle at the transfer guard. The customer stated that she could not get insulin from the vial into the reservoir. She requested replacement of the reservoir. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected. The transfer guard needle was checked and it failed per specification as the needle wasn't centered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.